Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. During the procedure, the device was clipped the mucosa, but did not release the clip, the clip was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. During the procedure, the device was clipped the mucosa, but did not release the clip, the clip was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation result the returned resolution 360 clip was analyzed. Visual and microscopic inspection revealed that the returned device without the clip assembly with evidence of full deployment. No other problems were observed with the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. With all available information, there is not enough information to confirm the reported event. Therefore, a review and analysis of all available information indicated the most probable root cause assigned is device problem excluded.